Event description:
The customer reported a clear leak from the coulter lh 500 hematology analyzer while running patient samples. The instrument was generating flow cell clog errors when the leak was noticed. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a gown at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer was able to troubleshoot the leak. The customer found that the tubing had become disconnected from wire marker wm6 of the blood sampling valve (bsv). The customer reattached the tubing, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(6).